Event description:
A manufacturing representative reported that patient had a seizure. They confirmed that it wasn't a complaint against the device, but the patient wanted to know if the seizure affected therapy. Later, on the day of the report, the patient stated they had a grand mal seizure and experienced a return of symptoms and new back pain. The symptoms began after the seizure on (B)(6) 2016. It was suggested that the patient follow up with their managing healthcare provider (hcp) to check out the device and symptoms. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Event description:
On (B)(6) 2016 follow up from the patient reported that the patient has not had their device checked since the initial report and they are down 95lbs and would like to get the device checked. The patient clarified that they have a seizure disorder that caused the fall and that is what was making them unsure if the stomach stimulator was working. They stated the device did not cause the seizure. It was noted that the patient has a "kidney stimulator" but they believe that is working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.